Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Upon review, inappropriate automatic mode switch caused by right atrial lead noise oversensing was observed. No intervention was performed. No patient consequences were noted.

Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014. Further information was requested but not received.